Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 years. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
He patient was implanted with a left ventricular assist device. On (B)(6) 2018, it was reported that alarms and speed drops had occurred. The percutaneous lead (driveline) was torn in several areas and a possible driveline fracture was suspected. A percutaneous lead (driveline) replacement was completed on (B)(6) 2018. No further information was provided at the time of this report.

Manufacturer narrative:
The report of low speed events was confirmed through the evaluation of the submitted system controller log file. 5 low speed advisory events occurred between timestamps 760 days, 14 hours, and 30 minutes and 760 days, 21 hours, and 32 minutes. 2 of these events resulted in low speed hazard alarms. The external portion/distal end of the driveline was replaced on (B)(6) 2018 and approximately 8 inches of the driveline was returned for evaluation. Visual inspection of the underlying wires revealed a breach in the insulation of the black wire adjacent to the metal connector, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing/movement and abrasion against the metal braided shield. High-potential testing did not reveal any additional current leakage through the wire insulation. If the exposed inner conductors of the yellow wire made contact with the metal braided shield while the system was connected to a tethered power source such as the power module, the resulting short to ground could have resulted in the observed low speed advisory/hazard events captured in the submitted log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.